Event description:
Customer reported a cartridge alarm 30 on their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and decided to replace the pump as it was still under warranty. The customer was advised to put the pump into storage mode and return it within 10 days using a pre-paid ups label to avoid charges. They were informed they would receive a replacement pump with updated software and were instructed to program their settings and connect their cgm to the new device. Customer acknowledged understanding of all instructions provided. Customer will continue to use current pump.